Event description:
The anastomosis of the rectal stump with the remaining bowel was performed as usual. Upon firing the eea and opening the anvil, the surgeon had considerable trouble removing the instrument. It seemed as though the eea did not cut the tissue in the lumen as it stapled, making it impossible to remove the instrument from the bowel in a safe and proper manner. Upon inspection of the anastomosis site (after removal of the eea) the stapler line was incomplete and unacceptable. An abdominal perineal resection was performed and a colostomy bag was fitted to the pt. Procedure: low anterior resection.